Event description:
Following a surgical procedure for reinforcement of the anal sphincter due to fecal incontinence, a patient had the fenix device explanted. The fenix device was used as part of the surgical procedure. Uneventful surgical procedure and device implant on (B)(6) 2015. Uneventful device explant in the summer of 2015 (approximately 6-8 months after implant). The reason for explant was not reported.